Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. The potential cause and controls for events related to clinical events were identified. Device labeling review reasonably suggest that the clinical event of urinary retention is anticipated in nature. Based on review of all the information available a probable cause of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 320,000 joules. Three days post index procedure, the subject was diagnosed with urinary retention. Post-void residual test performed revealed a post void residual volume of 223 ml. Per the electronic data capture (edc), the patient sough medical attention due to the symptom. The patient symptom resolved without residual effects. 3 days post the reported urinary retention onset symptom, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility 9 days post the index procedure. The facility investigator assessed the patient's urinary retention to be possibly device and procedure related.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 320,000 joules. Three days post index procedure, the subject was diagnosed with urinary retention. Post-void residual test performed revealed a post void residual volume of 223 ml. Per the electronic data capture (edc), the patient sough medical attention due to the symptom. The patient symptom resolved without residual effects. 3 days post the reported urinary retention onset symptom, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility 9 days post the index procedure. The facility investigator assessed the patient's urinary retention to be possibly device and procedure related.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 320,000 joules. Three days post index procedure, the subject was diagnosed with urinary retention. Post-void residual test performed revealed a post void residual volume of 223 ml. Per the electronic data capture (edc), the patient sought medical attention due to the symptom. The patient symptom resolved without residual effects. 3 days post the reported urinary retention onset symptom, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility 9 days post the index procedure. The facility investigator assessed the patient's urinary retention to be possibly device and procedure related. The treatment that was administered for the urinary retention was catheterization. The reason that the patient was discharged 9 days post index procedure was that the patient underwent a second retention catheterization.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. The potential cause and controls for events related to clinical events were identified. Device labeling review reasonably suggest that the clinical event of urinary retention is anticipated in nature. Based on review of all the information available a probable cause of known inherent risk of the device was assigned to this investigation.